Manufacturer narrative:
Device evaluated by MFR information below has been corrected to indicate the correct device analysis results. Device evaluated by MFR.: the returned product consisted of 21.5cm of the distal inner shaft and a portion of the balloon. The proximal shaft and hub were not returned for analysis. The inner shaft, balloon and tip were microscopically examined. The inner shaft was separated 21.5cm from the tip. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The proximal markerband, outer shaft, hypotube and hub were not returned. The shaft is buckled in numerous locations. The tip is damaged. The balloon is completely circumferentially torn 10.9cm from the distal tip, at the circumferential tear there is a 13mm longitudinal tear. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.bsc ID: (B)(4).

Event description:
Same case as MDR ID 2134265-2017-12227. It was reported that balloon rupture occurred. A 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced for dilation. However, the balloon broke inside the patient. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl otw balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, proximal bond, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed inner and outer shaft damage (buckling) for 1.5cm located 11cm from the tip. Functional testing was done by connecting an inflation device filled with water to the hub of the device. When pressure was applied, the balloon of the device inflated in less than 15 seconds. The device was brought to rated burst pressure (rbp) and held pressure for 5 minutes without leaking or losing pressure. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced for dilation. However, the balloon broke inside the patient. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, the balloon broke inside the patient. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.